Event description:
It was reported to philips that the device fails the operational check at pacing.

Manufacturer narrative:
Complaint evaluation: the customer worked with the technical support representative. It was found that the user was using wrong pacer for the test. Noi further investigation is required. Customer resolution and conclusion: it was found that the user was using wrong pacer for the test. No device malfunction.